Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2013-10003. Please see medwatch report # 2210968-2013-10003 for all information regarding this event.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, bowel problems, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01332 and 2210968-2013-06636. The same patient is represented in each medwatch.